Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to confirm a broken force sensor was detected during seating or regular delivery error alarm and unable to perform occlusion test and excessive no delivery test due to motor error alarms. Insulin pump passed displacement test, rewind test, basic occlusion test and c compromised force sensor system alarm test. Unable to confirm motor position encoder error alarm due to overwritten history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer also reported a motion sensor test failure alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.